Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons had no strings [device physical property issue]. Case description: consumer reported via email that the tampons had no strings. No injury was reported.